Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited high capture thresholds, low pacing impedance, and increased p-wave sensing threshold value. The ra lead was capped and replaced on (B)(6) 2021. No patient consequences were reported.